Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valves were leaking during a vitrectomy procedure. The trocar valves were replaced and the procedure was completed without harm to the patient. Product samples have been requested for evaluation.

Manufacturer narrative:
Three opened trocar cannula and hub assemblies were received for evaluation. The returned samples were visually inspected; sample 1 was found conforming. Samples 2 was nonconforming with a cut in the septum and sample 3 was nonconforming with a hole in the septum. The final product lot was identified. A device history record review for the lot was conducted. The lots had no anomalies found based on the device history record review. The product was released based on the product¿s acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).